Event description:
Detector contacted pt. Customer was setting up to do a contoured study. The contour had been "learned" when an error occurred and the customer rebooted the system. When the system reboots, it sends the detector to minimum radius.